Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined; this showed no damage. The device was given functional testing; this showed the device met with functional specifications. The device was given delivery accuracy testing and found to meet with specifications. The returned device was found to perform as per specifications during testing. The reported issue could not be confirmed during testing. No problems were confirmed.

Event description:
Information was received regarding a cadd solis vip pump being used for chemotherapy. It was reported that the pump alarmed at 2 pm on monday, 26 july that the infusion bag was completely empty. The therapy was ran over 72 hours, 3.3mls/hr with a total volume of 240mls to be infused. It was started on friday 23 july. It was due to be finished at 19:30 that evening, however, it finished 5 hours early. 221.4mls total was given with 18.6mls left to give. It is unknown if there was no patient, or clinician injury associated with this occurrence. No further details provided at this time.